Manufacturer narrative:
Additional information: g4, h3, h6 h3 evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the staple guide noted the instrument was fully applied. The anvil of the instrument was observed to be separated from the instrument. The anvil cutting ring showed no traces of knife impression, the ring was received intact, and the safety was broken. Functionally, the device was applied over the appropriate test media producing acceptable results. The knife cut the test media cleanly and completely, and the pushers advanced. The device could be closed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. Additionally, the investigation detected unreported conditions of no traces of knife impression and broken safety that have no relationship to the reported condition. No further actions have been deemed necessary at this time. Replication of the unreported no traces of knife impression condition may occur if the instrument handle compression is not completed or if the instrument is applied against an excessive amount of tissue during the clinical application. Also, the instructions for use of this product states: when firing the stapler, make sure to fully squeeze the instrument handle until the metal underside of the handle contacts the stapler body to the fullest extent. Partial or incomplete handle squeezes may result in unacceptable staple formation and/or incomplete knife cut. Replication of the unreported safety damage may occur if the latch is forced into disengagement prior to green indicator visibility. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, the stapler was not able to close during the process. Anvil has been removed for it was noted that the anvil could not be tilted after firing. A new device was opened to resolve the issue in order to complete the case. No patient injury.